Manufacturer narrative:
Pump received with intermittent button response and button error alarm due to corroded keypad traces. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the act and arrow buttons were unresponsive on the insulin pump. Customer stated they were unable to clear a missed bolus alert as a result. Customer's blood glucose was 157 mg/dl. The customer could not recall any significant events leading to the keypad issues. It was also found the insulin pump alarmed button error during the phone call. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.